Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), menstrual disorder ("unusual periods") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Lot number: 626212 manufacturing date: 2007/11 expiration date: 2009/10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), menstrual disorder ("unusual periods") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Lot number: 626212 manufacturing date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New events abnormal uterine haemorrhage was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Lot number: 626212 manufacturing date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Upon internal review, previous event perforation was coded to uterine perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and pelvic pain ("pain"). At the time of the report, the perforation, genital haemorrhage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and perforation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.